Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2012, the patient presented due to stable angina and hospitalized for scheduled percutaneous coronary intervention (pci) in mid right coronary artery (rca). The target lesion was an 75% in-stent restenosis (isr) of an unspecified stent, type b2, eccentric, diffuse lesion with tortuosity of less than 45 degrees and was 25mm long with a reference vessel diameter of 3.0mm, and was located in mid rca. The lesion was treated with predilatation and successful implantation of a 3.5x28mm promus element¿ stent at 14 atmospheres. Absence of dissection and no stent deformation was noted with the implanted stent. Following post dilatation, residual stenosis was 0% and timi 3 flow. In (B)(6) 2012, the patient was discharged from hospital on aspirin and clopidogrel. In (B)(6) 2014, unexplained patient's death was confirmed via phone follow up. At the time of event, patient was on dual antiplatelet therapy.